Event description:
It was reported that there was out-of-range impedance values. Reprogramming to address stimulation needs was also discussed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.